Manufacturer narrative:
Concomitant medical product: dtmc2qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed septic shock due to vegetation of the leads in the right atrium. It was noted that the patient experienced a fever with unknown origin, acute renal failure and cardiac decompensation with the need of catecholamines. Blood test reviewed a high infection parameter. Patient also experienced current heart failure symptoms that include loss of appetite and/or early satiety and/or bloating, tiredness/fatigue, dizziness/lightheadedness, and reduced activity level. The patient is currently hospitalized in the intensive care unit. The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. It was further reported that the patient was administered intravenous antibiotics. It was further reported that cultures were taken and the infection was identified as staphylococcus. A partial device and lead explant was performed. It was further reported that approximately two weeks after the partial explant procedure, an open surgery extraction was performed. The patient developed cardiogenic shock and passed away.